Event description:
Procedure: laparoscopy (unspecified). Reportedly, the balloon ruptured during the procedure. Pieces of the silicone layer fell into pt cavity. All pieces were laparoscopically removed. No pt injury reported.